Manufacturer narrative:
Other relevant device(s) are: product ID: enveor-l, lot 0007393095, use by date 2015-12-05, UDI (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three days following the implant of this transcatheter bioprosthetic valve, a coronarography showed a possible common trunk (CT) dissection of the left main artery and potential distal embolization in the interventricular artery (iva). Cardiac massage and angioplasty were performed but the patient subsequently expired due to the cardiac arrest. No autopsy was performed.

Manufacturer narrative:
The device history record for the valve was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. A coronary dissection post transcatheter aortic valve implantation (tavi) can be related to valve positioning, calcification levels, and/or other patient anatomical effects. A vessel dissection is a known potential adverse effect per the evolutr instructions for use (IFU). Images from the implant procedure were requested but were unable to be provided by the facility. Without images, autopsy and without return of either device, the cause of the left main artery dissection and subsequent death cannot be confirmed. A procedure- or valve-related death is an inherent risk when the patient condition is such that a prosthetic aortic valve is needed to sustain cardiac function and can occur despite an ideal implant procedure or device functionality. Given the information provided by the facility, there was no indication that a malfunction or misuse of the valve or the delivery catheter system (dcs) contributed to the reported events. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a 14 french introducer sheath was used during the procedure. There was no resistance noted during insertion or advancement of the delivery catheter system (dcs). No movement of the valve was reported. Coronarography showed a possible common trunk (CT) dissection of the left main artery and not a celiac trunk dissection. Cardiac massage and angioplasty were performed but the patient subsequently expired due to the cardiac arrest. No autopsy was performed.